Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: the initial reporter state was determined to be mi based on the area code portion of the provided phone #. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint history check was performed and this is the 4th. Related complaint for needle clog on lot # 0343964. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles were unable to deliver insulin. The following information was provided by the initial reporter: needles are blocked. He states that he started noticing this issue 2 years ago.